Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer reported that the drive support cap of the insulin pump appeared to be slightly indented. The customer advised that they would revert to the use of an extra insulin pump. No additional information was provided.